Event description:
Synthes (B)(4) spine product manager reported that the sharp edge of the rod cutters broke cutting cobalt chrome rods. No patient harm was reported and all broken pieces were retrieved. (B)(4) 2012 updated: received updated complaint form from synthes (B)(4) product manager who confirmed: the rod was cut outside the patient. Event #1 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated that both cutting edges are badly chipped. The cutter corresponds to the drawings and processes at the time of manufacture. The damage is quite similar to that of internal test carried out in tuttlingen to illustrate the damage which can be caused if the cutter is used to cut the wrong rods such as cobalt chrome rods (as stated in the description). Too much force was applied to the tips due to incorrect usage causing one to break. Cutter is over 5 years old and complaint is deemed invalid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.